Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician flushed a benchmark 6f 071 delivery catheter (benchmark) on the back table and found that it was leaking saline from the proximal end of the benchmark. It was reported that the benchmark appeared kinked. Therefore, the procedure was completed using a new benchmark.

Manufacturer narrative:
Results: the benchmark was kinked approximately 2.5 cm from the hub underneath the strain relief. Conclusions: evaluation of the returned benchmark confirmed a kink near the hub. If the device is forcefully mishandled during preparation, damage such as a kink may occur. During functional testing, the benchmark was flushed with air while submerged in water and no leak was observed on the proximal end. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.